Manufacturer narrative:
On (B)(6) 2016, an fse visited the customer to address the reported event. The onsite inspection found that the reagent/tip loader unit was rough on the x-axis. He disassembled, cleaned and re-lubed the reagent tip loader with no improvements. The fse found that the slide had indents. The reagent/tip loader assembly was replaced. Afterwards, the fse installed a new reagent/tip loader unit, performed a specimen nozzle check to the tip and reagent bottles. He then performed a reagent barcode reader scan test. All alignments were satisfactory; he also ran controls, no issues were noted. Instrument was performing as expected. No further actions were required by field service. The most probable cause of the reported event was due to a worn reagent tip loader. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016, a customer reported codes 4143: z-axis overrun and 4223: tip box errors with their aia-1800 analyzer. The customer was unable to run alpha feta protein (afp) patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.